Event description:
It was reported that during the implant procedure, the device went into vvi back-up mode and would not charge during dfts.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported reset was confirmed in the lab. It was believed that during dft testing, a low impedance between rv coil and svc coil leads caused over current detections and damaged the high voltage output circuitry. There were aborted charges for shorted output stage detection due to the damaged high voltage output circuitry. The cause of power on reset was due to external defibrillation.